Manufacturer narrative:
Product event: (B)(4); patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During the surgical case, staff reported that the plasmablade device tip was arcing. There was no adverse effect to staff or the patient reported.